Event description:
It was reported that the tulip heads broke off of the medium occipital plate. A replacement plate was implanted.

Manufacturer narrative:
The reported event resulted in revision surgery for the patient. The possible root causes include: -improper construct, set screws not tightened correctly, -excessive load due to unstable construct, -excessive load due to patient anatomy/pathology, -patient performs strenuous post-op activities, -surgeon applying too much torque to seat the screw head.

Event description:
It was reported that the tulip heads broke off of the medium occipital plate. A replacement plate was implanted.